Event description:
In this event it is reported vdw. Silver reciproc stops during use. Reportedly, no injury occurred.

Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Nc081438/sr62080:battery is overcharged, defective. Charging- cycles started 215 x. In relation to the device´s working hours (52:47:23) would be necessary only 26 charging-cycles. Motorholder (broken - damaged housing) defective, mikromotor smr2182911 (we detected the presence of liquid or oil in your motor when checking your device) defective, foot control 201536 and contra-angle 153543 (2021) checked, without errors (some cracks in metal of c/a). All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.